Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the pad piece being returned with the device? Or, was the pad piece discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The tissue pad detach from the clamp but did not fall into the patient. We don¿t have more information.

Event description:
It was reported that during a left colectomy the device gets tissue pad part detached. Did not fall into the patient. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # m93j6f. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.